Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that the renasys go device had the connecting plus damaged, a broken case and failed to light-up. During service evaluation the device was found unable to operate on ac or battery power and could not generate or control negative pressure. No patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found that the outer casing was broken. The functional evaluation found that the device failed to generate and control negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum pump. Additionally, the device failed to charge due to a depleted battery and a defective dc inlet port. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.